Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the clinical sales associate (csa) observed the e-100 generator kept shutting off while the surgeon was using the synchroseal. Prior to calling, the csa switched the power plug to a different outlet, but the problem persisted. The csa stated the generator would shut down mid-fire. The csa did not see any arcing. The technical service engineer (tse) reviewed the logs and found multiple 25902 errors. The csa did not try another instrument to see if that was the problem. At the time of the call, the customer was no longer using the e-100 generator. No troubleshooting steps were accomplished with the tse. The customer proceeded with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the csa confirmed the procedure was completed robotically with no injury to the patient. The csa stated the e-100 was initially working with no issues. The surgeon had used the e-100 with synchroseal to complete the right side of the hysterectomy and when the surgeon went to begin the left side, they encountered the e-100 issue. The issue occurred about 45 minutes into the procedure. The surgeon stopped using the e-100 and synchroseal and switched to a long bipolar grasper with the erbe generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse did not find any damage to the cables or pins. The fse replaced the cables as a precaution. The generator passed the electrical safety and energy tests. The fse tested the e-100 with a vessel sealer extend (vse) and the e-100 did not shut off. The fse tried tens of times with the energy and no issues were identified. The fse informed the csa to be aware of the power plug in the back of the e-100 as it may become loose. The fse replaced the e100 to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the e100 generator unit involved with this complaint and completed the device evaluation. Failure analysis (fa) could not replicate the reported complaint. The e-100 was installed into a test system and it worked normally with the synchroseal instrument. The synchroseal was fired with the yellow pedal with a saline dipped gauze in the jaws. The instrument and e-100 successfully cut/sealed about 100 times with no issues. Upon visual inspection, the unit appeared to be in good condition. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the e-100 generator was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using the erbe. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.